Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Subsequently, this pacemaker was used as an external temporary pacing device. No additional adverse patient effects were reported. This device was explanted.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.